Event description:
It was reported that the side-firing fiber energy was coming out the output window as well as the tip (forward firing) at 220,487 joules during a prostate procedure. The procedure was completed with a second fiber. No patient or end user injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.